Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with retrograde approach. The 99% stenosed target lesion was located in moderately tortuous and severely calcified vessel in the forearm. After the guidewire was passed through, a 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.